Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no anomaly.

Event description:
A manufacturer representative reported that during an implantable neurostimulator (ins) replacement procedure due to normal battery depletion, high impedances were measured on most contact pairs with the new ins. Prior to the ins replacement procedure, impedances were measured to be normal. The cause of the high impedances was not determined. The impedances of the extension and lead were tested and they were found to be within normal range. The hcp reconnected the old ins and tested impedances again. Impedances were measured to be within normal range so the hcp decided to use an alternate ins. Impedances were measured to be normal with the alternate ins and the issue was resolved. There were no issues with the patient and they were alive with no injury. The patient's medical history includes tourette syndrome. The patient's indication for use is movement disorders.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.